Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0x3lw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they had a new implantable neurostimulator (ins) implanted on (B)(6) 2015. It was on their left side and felt more awkward than their previous device. The patient tried to use their patient programmer on (B)(6) 2015 and it showed she was at 0.0 volts. When she tried to increase, it showed 'upper limit reached.' Also, the patient got a poor communication screen. She repositioned a few times and was able to connect. The patient programmer showed the ins was on program 1 at 0.0 volts. They tried to increase again and got the upper limit reached screen. The patient was going to wait until they saw their health care professional (hcp) before trying anything else. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received from the consumer reported that she was not able to program on the device when she got home after surgery. The manufacturing representative was reportedly able to set all programs and set the ones that best suited the patient. The manufacturing representative reportedly alerted the surgeon to the incision area not looking good. The doctor was concerned that the incision was infected and got on it right away with treatment.